Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the spinal cord stimulation (scs) paddle lead had fractured and caused impedances. The patient underwent an scs replacement procedure and was doing well postoperatively. The hospital kept the explanted devices.